Event description:
It was reported that the tip of distal end of bronchoscope broke inside the patient during a procedure. There was a delay of approximately 2 minutes to remove the detached/fallen device. The procedure was completed with another device. There were no reports of patient harm.